Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The locking cap on the caudal end of the shorter l75mm rod was loosening. Equivalent friction marks are visible between the rod and screw head as well as between the rod and locking cap. A possible cause of loosening the locking cap may have been the not right-angled alignment at the final attract. The screw head of the locking cap was not right.-angled aimed to the rod. (See op-technique 016.001.185 version ac s.23). Through forces on the construct, which occur post operative, the screw head could be aligned subsequently vertically. Thereby the clamping between the rods and locking cap will be reduced and are not large enough to fix the rod and the locking cap. Migration of the locking cap from the screw head is a possible consequence.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient implanted with rod and screw construct on unknown date. Post-operative x-rays showed that a locking screw, left caudal lf, had loosened. A revision surgery was performed on an unknown date. No further information is available at this time. This is 1 of 3 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported additional codes: mnh, mni, kwo, kwp. Date product received. Not previously reported. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.